Event description:
While dilating an existing stent with the cutting balloon, during the 9th inflation at 10 atm one of the atherotomes fell off and stuck in the struts of the stent. The pt was taken to surgery to remove the cutting balloon and stent.